Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) using a farawave pfa catheter the flushing side port detached from the catheter. During preparation the flush port tubing became tangled with other tubing lines. While detangling the lines the flush tubing of the farawave catheter fell off even though no excessive force was used. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and it was observed that the catheter's flush port was damaged. The side port was completely separated from the tubing. Due to the damage to the side port further flush testing was not possible. Based on all the available information boston scientific confirmed the allegation in the complaint as the side tubing was visibly damaged with the cause traced to device design due to the failure of the connection between the port and the tubing.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) using a farawave pfa catheter the flushing side port detached from the catheter. During preparation the flush port tubing became tangled with other tubing lines. While detangling the lines the flush tubing of the farawave catheter fell off even though no excessive force was used. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.